Event description:
It was reported that during a device change out procedure, the physician noticed an insulation anomaly on the atrial lead. The lead was repaired with medical adhesive and remained implanted. All measured data was within normal limits. There were no adverse consequences to the patient.

Manufacturer narrative:
UDI (di): (B)(4).